Event description:
Patient had a c-5/c-6 anterior cervical fusion with caspar plate and screws. During a follow-up visit, the physician noticed that the screws had broken and the plate had slipped and now lies below the c-6/c-7 space. Patient is scheduled for a re-operation in the near future to remove the caspar plate and screws and probable fusion of her c-6/c-7.